Event description:
Device history record was reviewed and the event260145 dealt with the increase in air detector scrap in production. So it's not a problem for the field. However, please be informed that an internal CAPA is open (in june 2025) to address the subject of "defective air sensor". Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, an internal ribbon cable has been disconnected. This event is likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: air bubble: it was giving an air bubble error even though there is no airbubble. It was disassembled to check and found the connection loose which might be the reason for the false alarm. It was assembled back and did calibration conducted a functional check. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.